Event description:
Customer reported that fluoro stays on too long after releasing the foot pedal, and the lock stickers (labels) are incorrect.

Manufacturer narrative:
A ge representative evaluated the system and replaced the generator interface board, reloaded software, and replaced the lock labels. System operates as intended.